Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this procedure: carto 3 system, smartablate generator, smartabalte pump. (B)(4). The device was not returned to bwi.

Event description:
It was reported that one (B)(6) female patient with persistent afib underwent a cryo ablation on (B)(6) 2015 using a smarttouch catheter and suffered minor stroke on (B)(6) 2015. The patient was required medical intervention and extended hospitalization (two additional days). The patient was fully recovered. The physician assessed this event was procedure related. No bwi device malfunctions were reported.